Event description:
(B)(6) was notified on (B)(6) 2012 "that under special conditions" a newly created structure will take on the name of the previously deleted structure for the same patient. The software automatically names the new structure when re-opening the patient workflow. Reportedly, when a structure is deleted and a new structure is created, saved and closed, and the patient's workflow is re-opened the next day, then the name of the new structure shows as the name of the previously deleted structure. "This wrong software behavior is confusing the doctors and is a high risk of mistreatment." There has been no report of mistreatment or injury to a patient. This reported issue has occurred in switzerland.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and this MDR is being mailed on may fifteenth. Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted to the FDA upon completion of the investigation.